Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported that she was hospitalized due to a heart attack and at the hospital they performed angioplasty. She was later sent home. The patient had many other health problem due to her age and physical condition (details not provided). According to the doctor, issue was related to her diabetes.